Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in austria: "flow rate deviation." According to the customer: "incorrect delivery rate".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4) information to the sample: model: perfusor compact plus; article number: 8717030; serial number/batch: (B)(6). Software version: i0002a0007. Hours of operation: 2379. Seal: production seal (seal was intact). 3. Investigation results: 3.1 history inspection: as part of the investigation process the history files were read out and analyzed. The exact time of the described incident (delivery rate deviation) is not known and was not communicated by the customer. Therefore, the last recorded therapy data were analyzed as part of the investigation process. These therapy data did not show any abnormalities regarding a possible delivery rate deviation. 3.2 visual inspection: during the visual inspection of the perfusor compact plus no external damages could be detected. The device showed signs of wear and was slightly soiled. The cover caps as well as the production seal were available and intact. 3.3 functional inspection: as part of the functional inspection the self-test could be successfully performed. Afterwards a syringe could be inserted without any problems and was recognized by the device. The delivery mode could also be started without any problems. During the further functional inspection, no abnormalities could be detected. 3.4 delivery accuracy measurement performed: as a further test a delivery accuracy measurement according to iec (B)(4) abs.50.102 was arranged. The delivery accuracy measurement was performed with a 50ml ops syringe. Here a nominal delivery rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of (B)(4)%. This value is inside the instruction for use predefined performance characteristic of the device. 3.5 pressure stages checked: during the pressure stage checks no deviations could be detected. All values are within the specifications. Pressure stage 1 is with a value of 11n within the tolerance ((B)(4)), as well as pressure stage 3 with a value of 27n ((B)(4)) and pressure stage 8 with a value of 65n ((B)(4)). 3.6 disassembling: during the disassembling of the perfusor compact plus no damages could be detected inside the device. 4. Judgment: 4.1 the complaint could not be confirmed. During the performed delivery accuracy measurement, no deviation could be detected. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.